Event description:
In 2004 I had a right hip replacement with a biomet magnum. In the last few years, I stated to have memory problems extreme fatigue and pain in my right hip. I had a hip revision (B)(6) 2020 and my dr told me that I had the worst case of metallosis that he has ever seen and it was caused by my metal on metal hip. You may contact my surgeon, dr (B)(6) for surgical records at (B)(6). FDA safety report ID# (B)(4).